Event description:
The rptr stated that he did back to back blood glucose tests, about 5 minutes apart, using different finger sticks with different strips. The results were 47 and 89 mg/dl. He did not have any symptoms. Due to unavailability of supplies, a control solution test was not done.